Event description:
It was reported by repair work order that the side rail would not stay attached to litter frame due to damaged bracket weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.